Event description:
Registered nurse was administering covid 19 vaccine to client. The needle that was used seemed very dull to the nurse as she had to push with more force than usual to pierce the skin of the client.